Event description:
It was reported that post sedation the procedure was cancelled. A fractional flow reserve procedure was being performed. While attempting to use the polaris software with this ffr link, the software would not powerup properly. The procedure cancelled and the patient was taken off of the table.